Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the past couple weeks they had to charge their ins more frequently. Patient said they used to charge every 5-7 days, and more the last couple weeks was recharging every 1-3 days. Patient mentioned they spoke with a representative, last week because they needed to shift stimulation over to their left side more than their right side. Agent asked, patient said they turned down voltage on group a, program 1 from 6-something to 4.1, and turned program 2 up from 0 to 5.5. Patient also mentioned group b program 1 was at 6.8. Agent explained only one group can be active at a time and reviewed how programs effect charge frequency. Patient also mentioned that a couple weeks ago, they were wondering why their back was bothering them, and it turned out that the stimulation had been off for about a week, but they didn't know why. Agent reviewed information about stim turning off if the battery gets low enough and having to manually turn stim back on after it has been charged (agent understood with the change in charge frequency, patient m ay not have noticed the battery had run out and needed to be charged). Patient decided to decrease intensity on group a, programs 1 and 2, and see how that went. Patient noted that prior to adjusting stim with their rep, they noticed the stimulation was sort of overactive in the sense that they could feel the stimulation shock their spine a little bit, and when they'd pull their head back or stretch, it was more of a 'zap' than a stim sensation. Patient mentioned that it felt like the stimulation was going to 'take over their body' at times. Patient reported now stimulator was working fine, but the controller was not. Patient said they opened the back of the controller to see what was going on with the battery, and since then, the controller had not been communicating with the implant. Agent asked, patient explained they were seeing the set-up screen (agent understood pairing had been lost). Agent successfully walked the patient through the pairing steps; pairing maintained after resetting controller by removing and reinserting the battery pack. The troubleshooting steps that were taken on the call resolved the issue. Patient said they'd feel out how stimulation was now that it was turned down and would contact their rep with any other programming needs.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that all issues were resolved.

Event description:
Letter received from the patient. When asked to clarify "charging more" the patient writes "their recharger battery runs out of power every 2-3 days, as opposed to every 6-7 days in the past." Patient writes "none" when asked what circumstances led to zapping from their device/charging more. The patient does not know what actions will be taken to resolve these issues and states they have an appointment with their healthcare provider in december.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.